Manufacturer narrative:
As of the date of this report, the device has not been returned to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received about an alleged issue encountered during use of the mps delivery set. The report states that cardioplegia would not deliver as the pressure needed for delivery was not attained and an inlet source error code was displayed on the console. This occurred when trying to arrest the heart, after the aortic cross clamp was applied. There were no reported patient complications as a result of the alleged issue.

Manufacturer narrative:
A DHR review was conducted and no anomalies were found. Evaluation of the device showed a crease on the pump cassette. Simulated use testing was conducted and the reported complaint could not be duplicated. There were no obstructions to the flow or inlet source errors during the test. The flow rate was set to 300ml and the required pressure was achieved. The crease seen on the device did not affect the flow rate. The root cause of the alleged issue is unknown. Quest medical will continue to monitor complaint trends for this issue.